Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse found repeated recoverable error 23008 error to be present at site visit and found error 1173 in error logs as well. The universal surgical manipulator (usm) was replaced to resolve issue. The system tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. The unit was tested on an in house system and passed normal mode. The system logged errors 23008, 1173, 23000 & 23137, pointing to yaw motion. The unit then went through testing on a pf and it passed all required tests, except yaw sensors check. Yaw sensor gear assembly with sl pca & sl1 ffc will be replace as a fix to the reported problem. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, a recoverable fault occurred. The customer contacted the technical support engineer (tse) after the procedure had completed, and they stated that they had an error on arm 2 during the case and that they moved arm 2 out of the way. The procedure was completed the case as a three arm case. The customer was now in-between cases when calling in and was still getting error's on arm 2. The tse verified logs and see multiple 23000/23008 error's on arm 2. The tse recommended customer perform a hard reboot on the system. After the hard reboot, the system powered on and homed without any error's, but then the customer was deploying for draping and moving the arms and the error returned on arm 2 a couple more times. It sounds like the customer/surgeon is going to do the following cases with 3-arms and move arm 2 to the side. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred during the procedure and troubleshooting was done after the initial surgery. The system would boot up without errors initially. The errors would clear but would keep returning.